Manufacturer narrative:
On 28-jul-2023, mentor found that the initial report for this case was submitted with an incorrect value in section g3. G3 should have been 13-apr-2023, and the initial report was submitted late. Manufacturer's reference number: (B)(4). The initial report was submitted with an incorrect date in section g3 and was late. G3 should have been 13-apr-2023.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry issue mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
Adverse event # 2. Asymmetry, (left side, implant serial number: (B)(6). Doi: 07/12/2018, doe: (B)(6) 2023). On (B)(6) 2023, she presented with asymmetry, which required medical device removal. As a result, patient underwent bilateral replacements as follow: r) cat: 3502175; lot-sn: (B)(6) l) cat: 3502175; lot-sn: (B)(6) on (B)(6) 2023.